Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted when additional information is provided.

Event description:
As reported by the field clinical specialist, during a tf tavr with a 26mm sapien 3 ultra valve in the aortic position, there was difficulty advancing the commander delivery system and valve through the 14f esheath. Attempts were made to advance the commander delivery system and after much force, an inverted tine on the valve was noted under flouro. Upon removal the proximal sheath in the partially expandable (gray) section - appears perforated from inverted valve strut/tine. The 14f sheath, delivery system and valve were removed as a unit over the wire. An 18f dilator was advanced without difficulty. The team upsized to a 16f esheath. The second esheath was advanced and a new delivery system and 26mm sapien 3 ultra valve was used to successfully complete the procedure. No vascular complications were reported. Per the fcs, upon removal the proximal sheath in the partially expandable (gray) section - appears perforated from inverted valve strut/tine.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. The device was returned for evaluation. Imagery was provided of the patient's anatomy and the following was observed: the patient's right access vessel had presence of tortuosity in the right access vessel. The returned device was visually inspected for any abnormalities and the following was observed: crimped valve was located over inflation balloon, one (1) strut was bent backward at inflow side and multiple struts exposed through skirt (normal after used). Post-expanded valve: bent strut retained at inflow, valve frame was canted and slightly distorted, leaflets wrinkled and dehydrated due to storage condition (prolonged crimping)s, the thv was crimped over the inflation balloon, bent strut at inflow side had exposed struts through skirt, valve strut remained bent post deployment, valve frame distorted/canted, and leaflets were wrinkled and dehydrated. No functional or dimensional testing was able to be performed due to the condition of the returned device (frame canted/deformed; valve struts bent. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The complaint was confirmed based on the returned device evaluation. A review of the device history record and lot history did not provide any indication that a manufacturing non-conformance contributed to the complaint event. As reported, "during a tf tavr with a 26mm sapien 3 ultra valve in the aortic position, there was difficulty advancing the commander delivery system and valve through the 14f esheath. Attempts were made to advance the commander delivery system and after much force, an inverted tine on the valve was noted under flouro". Per the training manual, "insertion force through the partially expandable portion can be higher than the push force through the fully expandable portion" and "in expectation of high friction, use short movements and push delivery system closer to sheath hub." Furthermore, the training manual instructs that "push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification," "if push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system," and "do not over-manipulate the sheath at any time." As revealed through anatomical imagery review, the patient's access vessel was characterized by tortuosity. The presence of tortuosity in vasculature can create a challenging pathway during delivery system advancement, which can lead to higher push force. So, if excessive force was applied to overcome associated resistance, it could lead to the valve struts interacting with the sheath shaft, resulting in the bent struts as seen at inflow. Additionally, excessive manipulation retrieving the valve back into the sheath likely led to the valve struts damage at the inflow. As such, available information suggests that patient factors (tortuosity) and/or procedural factors (high push force, excessive device manipulation) may have contributed to the reported event. However, a definitive root cause was unable to be determined at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A product risk assessment and CAPA was previously initiated to capture further investigation and corrective/preventative activities.